Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation from her drg system. Reprogramming was attempted to no avail. Additionally, no sings of lead breakage or migration were observed. Surgical intervention was undertaken and the drg system was explanted and replaced with a scs system.